Event description:
The procedure was performed via contralateral approach for a left sfa stent. The stent was deployed in the left sfa. The evercross balloon was advanced to post dilate the stent and ruptured. The shaft of the balloon was removed with no resistance; however the balloon became stuck in the external iliac. A snare was advanced to remove the balloon but it would not come loose from the iliac. After 90 minutes of manipulating the balloon, it finally came loose.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Cine image summary; a disk containing 25 cines segments from the procedure starting 11:01am and ending with compilation of the procedure at 1:12pm. Run segment 11 @ 11:40 show an inflated balloon doing pre-dilation: the dilation appears to be in an area with a calcified lesion the balloon shows no abnormalities or deformities. Run segment 14 @ 11:47 show an inflated balloon in the distal end of stent: the balloon shows no abnormalities or deformities. Run segment 17 @ 12:25pm shows the stent with contrast flowing through it. Device evaluation summary; the returned catheter was in two pieces. The balloon chamber exhibits both longitudinal and radial tearing. The balloon material includes proximal balloon cone and matches fragments left on the catheter at the proximal bond site. The center lumen is fractured 1mm proximal to proximal balloon marker. A 0.035in test guidewire was loaded through the distal tip and into the distal end of the catheter to allow measurement of the overall length: 136.5cm label claim is 135cm. Conclusion: the customer experience of balloon rupture with component embolization is confirmed.